Event description:
It was reported that during an unk procedure the clips were cutting the vessels. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 02/23/2009. Info anticipated, but unavailable at this time.